Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided picture of the tibial provisional component identified signs of repeated use (nicked or gouged) and is fractured into two pieces. The DHR was reviewed and no discrepancies relevant to the reported event were found. Per instrument/provisional use and care package insert, use only instruments and provisionals specifically designed for use with their associated devices. Do not subject instruments to high loads and/or impact as breakage can occur. Inspect all instruments/provisionals carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. The device has a potential field age of approximately 12 years, with an unknown number of uses. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke upon impaction of trial tibia. It was noted that 2 pieces were retrieved from patient's wound.